Event description:
It has been reported to philips that the control pc of the flexvision monitor did not start up correctly, it got stuck at 00:00. No harm has been reported to philips. A philips service engineer inspected the system on site and it was suspected that the bios battery was defective. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor control pc is not booting correctly, and the cause of issue was bios battery problem. The fse replaced the flexvision pc and maintained the configuration without any change. After replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.